Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: the following information will be requested from bq: - was the sterility of the device compromised? Unk. - were there any issues with the seal of the sterile packaging? Unk. - are there photos available for visual analysis? Unk. - package lot number of the clips? Unk. - please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) (B)(6). - please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. We regularly contact with sale rep about the device returning. Lot number of (B)(4): unk = ub2aem. Qty to be returned of (B)(4): 1 = 2. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported by a sales rep that, during an unknown urological surgery, the opened products had already been hydrolyzed. There were instances where newly opened clips could be loaded, but there were also cases where the newly opened ones had also been hydrolyzed. When touched, they crumbled and broke apart, so only some of the packages related to the complaint have been kept. (Many of the xc200 clips have lost their original form and have been discarded. Some of the packages have also been discarded.) As for the complaint item, the xc200 has already been discarded, so only the package stored will be returned. The customer would like to ask you to check for pinholes. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning. No further information is available. Affiliate reference number: (B)(4). Please take photos for japanese customer.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h3, h4, h6. H3 investigation summary the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the xc200 (b) cartridge was not received, only the opened foil was received. The package was examined and showed multiples wrinkles and small holes on the bottom cavity of the foil package related to excessive manipulation. It is possible that the clips have begun the degradation process because the clips are absorbable causing the reported event. In addition, a photo was provided at product complaint level and it shows the opened foil wrinkled. The reported event is confirmed. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling. The product code xc200 contains absorbable clips and as the sample was received open, the degradation process had already begun, the time of exposure to the environment could not be determined and no functional test can be performed due to the sample condition. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.